Event description:
Patient undergoing laparoscopic appendectomy with partial cecectomy. During the procedure, the mesoappendix was taken utilizing the harmonic scalpel down to expose the base of the appendix. There was some question as to whether the base of the appendix was involved with acute inflammation, and therefore, a partial cecectomy was performed just underlying the base. This required two staple loads from the ethicon stapler with blue loads. The staple line was inspected and found to be oozing along its entire length. The right lower quadrant was irrigated with copious amounts of normal saline and this oozing at the staple line was controlled with electrocautery.